Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the "needle and suture came apart" during use on the patient or did it occur before use on the patient? Was the procedure completed successfully? How? Could you please provide the lot number? Event date and procedure name? Trade name: irgacare¿. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent a robotic incisional hernia repair procedure on an unknown date and barbed suture was used. During the procedure, the needle and suture came apart. No adverse patient consequences were reported. Additional information was requested.